Event description:
It was reported that a revision surgery was performed due to joint instability.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and without the requested clinical information, labs, radiographs, fall history or the explant the root cause of the joint instability cannot be determined and based on the information available this would not be a device failure. The future impact to the patient beyond the revision cannot be determined. No further clinical/medical assessment is warranted at this time. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.